Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance and hospitalization due to low blood glucose on (B)(6)2017, with blood glucose of 26 mg/dl at the time of the incident. The customer was driving and then woke up in an ambulance. The customer experienced symptoms such as loss of consciousness. The customer not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer reviewed the basal rates with their doctor and updated them, which seems to have resolved the issues. The insulin pump will not be returned for analysis, but customer may upload to carelink to allow for incident data review.